Event description:
It was reported that the patient had an infected knee. The poly was removed from the patient, was washed out and a new poly was implanted. No further information is available.

Manufacturer narrative:
The associated journeyii bcs articular insert was not returned for evaluation. A clinical analysis noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.